Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water and auxiliary water channels with water. Cid ezyme was used as the detergent for precleaning. Manual cleaning was not done. Manual disinfection was not done. The automatic endoscope reprocessor that was used was etd4. Endodet was used as the detergent and endo dis was used as the disinfectant. The scope was stored vertically in a edc + drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope tested positive for an unexpected contamination. The scope tested positive on three different cycles. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end light lens was split/cracked, the distal end cover was split/cracked, the bending section cover adhesive was separated/loose, the suction cylinder was clogged with foreign material, switch #1 was cut, and the biopsy channel was obstructed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Correction to e2 and g2 of the initial report; the reporter title and health care profession status was not made available and were inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "cleaning, disinfection, and sterilization procedures"/ "manual cleaning"/ "brushing the channels: while the endoscope is submerged, brush the instrument and suction channels, the suction cylinder, and the instrument channel port according to the following procedures." Olympus will continue to monitor field performance for this device.